Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error m-12. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure using an xi system, the customer reported that the integrated electrosurgical unit (iesu) or erbe displayed an error message related to external foot pedal activation. The customer attempted to resolve the issue by disconnecting and reconnecting the cable of the external foot pedal and verified that the pedal had not been activated accidentally. The customer call ended without resolution. Later, the intuitive surgical, inc. (Isi) technical support engineer (tse) received an update from the field service engineer (fse) that the customer completed the procedure using an external cautery device. No known impact or patient consequence was reported.